Event description:
A customer observed a condition code indicating that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event, which included eval of analyzer datalogger files, indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. The cause of this event was a partially occluded reagent metering probe.